Event description:
It was reported that the rod which holds the blade in place broke during a procedure. No adverse consequences were reported.

Manufacturer narrative:
The blade cartridge subject to this complaint was returned for evaluation. It was visually confirmed that the rod was broken at the point where it is welded to the blade. Further examination indicated that the pins had not been welded on the top side of the product. The root cause was determined to be the manufacturing sub-assembly process.